Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that post a carotid stenting treatment procedure, the patient experienced hypotension.the target lesion being treated was located in the left ostium internal carotid. The lesion was 95% stenosed, 5.5mm in diameter and 12mm long. During the index procedure, the lesion was treated with a filterwire ez and placement of a carotid wallstent. Post dilation was performed. Residual stenosis was 20%.one day later, pre discharge, the patient experienced hypotension. The patient was treated with medication. No patient complications were reported and the event was resolved without residual effects. The patient was discharged.